Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the caller stated the patient is unable to use group c due to it being too strong. The caller reviewed the programmed amplitude and all positions are indicating max output for min and max programmed. The patient was on speaker phone, and the caller was the last one to program the patient with adaptive stimulation (as). The caller will instruct the patient on how to reduce output on the ins using the programmer learning position. The patient indicated about 2 months ago was when he noticed the group was too strong. The patient changed to group f and has been using that since. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient's programmed settings for min and max outputs appears to have changed on their own. The patient stated that "even though he likes it strong" he never remembered settings anything on program c to 10 or 10.5. The patient was reprogrammed and the issue is resolved to date. The patient will call back if he notices a repeat. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.